Event description:
It is reported by an attorney that the patient underwent a posterior pelvic floor repair on (B)(6) 2007 and mesh was implanted. Following the procedure she has experienced regular utis, dyspareunia, hematuria, fecal incontinence, and vaginal, abdominal and pelvic pain. She has required additional surgical procedures to excise eroded mesh. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.